Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse by using excessive force during use associated with the mako robot. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine in-house testing it was observed that the motor device was not running per specification. It was further stated that the motor was running at a low rpm and was heating up after only a few minutes of use. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. If any additional information should become available, a supplemental medwatch will be submitted accordingly.